Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of screen has interference, displaying a snowing effect was confirmed, root cause is an internal failure in the probe. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced tested and returned to customer. A history review of serial number dyasac084 showed no other similar complaint(s) from this serial number.

Event description:
Biomed reported screen has interference, displaying a snowing effect.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Biomed reported screen has interference, displaying a snowing effect.